Event description:
It was reported that the pump shut off unexpectedly. There was no adverse impact to the customer¿s blood glucose level. The customer declined follow-up actions and no additional information regarding corrective actions or outcomes was documented.